Manufacturer narrative:
The lot number of the device used is unk, consequently, the manufacturer and expiration date of the device is unk. The device will not be returned for evaluation since it was implanted; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A ship history record review and complaint trend analysis are in progress.

Event description:
It was reported to boston scientific corporation that a urethral sling placement using the obtryx sling system occurred in 2007, (age unk). Post procedure the following month, the patient returned suffering from pain in her left leg. The physician performed a visual examination and discovered there was mesh exposure in the vagina. It was reported by the complainant that the patient was sent to a urologist to trim the exposed mesh. Additional details have been requested regarding this event.